Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experienced pocket heating at the pocket site when stimulation is on and when recharging the device. Patient is also experiencing ineffective stimulation due to low impedances on one lead and high impedances on the second lead. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the lead did not contribute to the event as the issue was resolved with the replacement of the ipg.

Manufacturer narrative:
Correction: additional information received indicates the lead did not contribute to the event as the issue was resolved with the replacement of the ipg. This device is no longer considered reportable.